Event description:
Farawave did not perform as expected. No patient harm occurred another farawave was opened to complete the case. Vendor notified. Manufacturer response for ablation catheter, farawave farapulse (per site reporter).